Manufacturer narrative:
The customer reported the regulator being used with the o2 tank was changed and the issue resolved. There were no parts replaced on the device. There was no malfunction of the device.

Event description:
The customer reported the device alarmed low o2 supply. No patient involvement was reported.